Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during system implant, this patient exhibited a pneumothorax. No additional intervention was required and no further adverse patient effects were observed. The physician stated this may have been contributory due to a sternotomy a few months prior with lead placement of this system a bit more lateral, so as to avoid contact with the sternotomy wires.